Manufacturer narrative:
On 5/13/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent breast augmentation primary with saline mentor siltex round moderate profile 275cc reported that in 2015, both breasts became very hard and patient is experiencing severe pain starting from the breast and shooting into collarbone during certain movements especially during chest or arm movements. In (B)(6) 2018, she began experiencing symptoms such as memory issues, severe chronic fatigue, numbness in feet, severe diarrhea, blurred vision, extremely tired, brain fog, sore joints in hands and shoulders, poor circulation of hands and feet, chronic joint pain, and chronic gastrointestinal issues. The patient also was diagnosed with hashimoto's. No date of explantation was reported thus far. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This report is for the first of two devices.